Event description:
It was reported that approximately six weeks post implant the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned and remains in use. An antibacterial absorbable envelope was also implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.